Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained pedicle screw shows that the conical element is not broken but badly damaged due to mechanical mishandling. The screw head is also damaged by user. The entire device is in bad condition. The visible signs indicate strong mechanical stress was applied onto this screw. Reviewing the manufacturing and material documentation shows conformity as well. The exact reason for the reported problem is undetermined. No product fault could be detected.

Event description:
When the doctor fixed the screw for l4, l5 and s1, and the head bearing by alignment tool, the conical element was broken down from the screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the manufacturing documents were reviewed and no complaint related issues were found.